Event description:
An incident occurred during a valve placement procedure where all four of the delivery catheter's wings broke off in the patient. All wings were removed from the patient using biopsy forceps. The following device deficiency was not associated with an adverse event.